Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the remote transmissions revealed the right ventricular (rv) lead exhibited autocapture in high output mode and high pacing impedance. The patient was not pacing dependent. No intervention or patient condition was reported.